Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented in clinic for a follow up, non-sustained rv oversensing (nsrvo) was observed possibly due to lead noise from rv lead integrity issue. The noise was too large to be programmed around. Capture threshold, sensing and impedance values were stable. No patient symptom was reported. The patient was being monitored.